Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a partial left knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure occurred on (B)(6) 2015 due to patient's tibial plateau fracturing likely caused by an error during the resection of the tibia bone in the initial procedure. The tibial bearing was removed and replaced and the tibial tray was reimplanted. A competitor plate and screws were implanted to correct the fracture.

Manufacturer narrative:
This follow-up report is being filed to correct information. There are warnings in the package insert that state that this type of event can occur: under adverse effects, "post-operative bone fracture."

Event description:
It was reported patient underwent a partial left knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a tibial tray fracture likely caused by an error during the resection of the tibia bone in the initial procedure. The tibial bearing was removed and replaced and a plate was implanted under the tibial component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."